Event description:
On (B)(6) 2019 patient had fractured r femur with intermedullary nailing but continued to have difficulty with r le as well as increasing knee pain. And went in for a second opinion and found that the surgery had l intermedullary nail instead of a r intermedullary nail. As per doctor reports that the intermedullary nail was position incorrectly. This made the natural curve of the femur incorrect. He also reports r knee pain that was not present prior to femur fracture in march. He reports that he has had a MRI of knee that was negative. On (B)(6) 2019 patient had revised due to comminuted fracture of shaft of right femur, subsequent encounter closed fracture with malunion. Additional updates made on this complaint: added screws as ip since it was mention of subsequent encounter closed fracture with malunion. Products found in implant record (B)(4). Also added lot number for the reported nail. Added medical history and relevant test/lab data. Corrected patient's gender and initials.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was not returned. A photo-investigation was performed on the images in "(B)(4)" located in pc under notes & attachments section. Upon inspecting all the x-rays provided under notes & attachments section, there were no issues observed with the lockscr ø5 l52 f/nails tan light green which contributes to the adverse event, hence unconfirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review - the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was competed: upon visual inspection, no issues were observed with the device apart from explanation marks from the nail removal procedure. Upon inspecting all the x-rays and images provided, the bow of the femoral nail was observed to be in the opposite direction than it is intended, hence confirming the allegation. The current and manufactured revision of drawings were reviewed; no design issues or discrepancies were noticed. This complaint is confirmed for the returned device, however, there was no issue with the design or manufacturing of the device. A wrong sided implant was selected by the surgeon while performing the surgery. The etching on the distal end of the device clearly states that a left nail was used during the surgery. There was no indication that a design or manufacturing issue contributed to the complaint condition. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, patient had fractured r femur with intermedullary nailing but continued to have difficulty with r le as well as increasing knee pain. And went in for a second opinion and found that the surgery had l intermedullary nail instead of a r intermedullary nail. As per doctor reports that the intermedullary nail was position incorrectly. This made the natural curve of the femur incorrect. Also, reported that r knee pain that was not present prior to femur fracture in march. The MRI of knee was negative. On (B)(6) 2019, patient had revised due to comminuted fracture of shaft of right femur, subsequent encounter closed fracture with malunion. This complaint involves five (5) number of devices. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 52mm for im nails. This report is 3 of 5 for (B)(4).